Event description:
Medtronic received information from a literature case report regarding a 77-year-old male patient with severe stenosis of a sievers type 1 bicuspid aortic valve, a calcified raphe between the right and left coronary cusp, and severe left ventricular outflow tract (lvot) calcification who was referred for transcatheter aortic valve replacement. During the procedure, a pre-implant dilation was performed using a 20 mm true balloon, followed by the implant of a 34 mm medtronic evolut pro+ transcatheter aortic valve. But shortly after deployment, the valve migrated (dislodged) to a supra-annular position. Subsequently, the valve was snared and pulled to a higher position and a second 34 mm evolut pro+ valve was deployed in the correct position. Due to a constrained valve frame and elevated transvalvular gradient, a post-dilation was performed using a 22 mm true balloon, with a good immediate result. However, post-procedural echocardiography showed a mean transvalvular gradient of 66 mm hg and computed tomography revealed severe infolding of the second valve at the inflow segment, resulting in an ¿hourglass¿ shape, caused by the calcified raphe and lvot calcification. The authors noted this anatomy also contributed to the dislodgement of the first valve. Consequently, both valves were successfully surgically removed and replaced with a 25 mm edwards aortic bioprosthesis. No unique device identifier numbers were provided. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Citation: vanhaverbeke m, et al. Calcium-induced infolding of a self-expanding transcatheter aortic valve in type 1 bicuspid aortic valve stenosis. Jacc: cardiovascular interventions. 2022 feb 28;15(4):460-461. Doi: 10.1016/j.jcin.2021.11.033. Epub 2022 jan 31. This report pertains to the second evolut pro+ valve implanted during this case. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received from the corresponding physician/author stated the patient experienced dyspnea and had high gradients the day after the tavr procedure. The physician/author also confirmed that the cardiac surgery to remove both evolut pro+ valves was performed the day after the tavr procedure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.